Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, the patient experienced keloid at abutment site and was treated with a steroid (type and date not reported). Subsequently, on (B)(6) 2018 the patient's abutment was replaced with a longer abutment under a general anaesthetic.